Manufacturer narrative:
One of 2 reports filed for the stent assisted balloon angioplasty performed.

Event description:
It was reported that after performing stent balloon assisted angioplasty hyperperfusion occurred in the treated territory; therefore, the physician administered nicardipine (unknown dose) to the patient. The patient was reported to be recovering. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Patient complications related to hyperperfusion is a known risk associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that after performing stent balloon assisted angioplasty hyperperfusion occurred in the treated territory; therefore, the physician administered nicardipine (unknown dose) to the patient. The patient was reported to be recovering. No further information is available.